Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the article information there is no indication that the imaging loss, or the patient effects of myocardial infarction, thrombosis/thrombus, and unexpected medical intervention, are related to a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effects of myocardial infarction and thrombus formation are listed in the dragonfly optis instruction for use as a known potential complication which may occur as a consequence of intravascular imaging. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The information was obtained through a review of an article with summary data which contains multiple patients, procedures, physicians, and hospitals assessed together. Therefore, a definitive cause for the difficulties could not be determined. B3: estimated date. D4: the UDI # is not known as the part and lot number were not provided literature attachment: article, titled "dynamx bio-adaptor implantation for treatment of complex coronary artery disease: the dynamite study".

Event description:
It was reported through a research article, identifying the dragonfly optis catheter as follows: this study aims to investigate the performance of a sirolimus-eluting bio-adaptor in coronary lesions. The end points were the difference in mean device area and mean in-device lumen area from post-procedure to 9 months as measured using optical coherence tomography via the optis imaging system and dragonfly optis catheter. Post procedural oct, and follow-up oct at 9 months were available in 50 of 55 patients. Reportedly images could not be retrieved for one patient. One single mi event occurred due to device thrombosis during oct pullback at the 9-month follow-up and was successfully treated with des implantation. No cardiac death event was observed. Of note, compared with intravascular ultrasound, oct provides higher spatial resolution and therefore allows more precise delineation of the lumen contour, even in the presence of mild malapposition. Details are listed in the article titled "dynamx bio-adaptor implantation for treatment of complex coronary artery disease: the dynamite study."